Manufacturer narrative:
(B)(4). The bone screw is broken just under the screw head. The face of the fracture is very damage however in certain areas there are sections consistent with metal fatigue, with visible lines of propagating across sections of the screw. There is a slight shear lip on one side of the screw. The witness marks on the saddle of the bone screw are consistent with proper rod seating. The tip of the bone screw was not returned. The damages observed are consistent with a fatigue of the metal due to repeated flexural loading of the bone screw.

Event description:
It was reported that the patient underwent a minimally invasive transforaminal lumbar interbody fusion at l5-s1. Sometime post-op it was found that the screw was broken. Approximately 30 months post-op the patient underwent a revision surgery to correct the problem. The screw shaft was not able to be retrieved from the patient. No additional patient complications were reported.